Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 15 mm x 2.5 mm target lesion was located in the right coronary artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter joint was fractured and the image could not be shown. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.